Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the device running on its own without activation. Corrosion damage to the motor cartridge can cause the device to run without activation if the hall sensor is affected.

Event description:
The core impaction drill was sent for service and it ran without activation during performance testing. No adverse event was associated with the device.